Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the screen turned off after attempting to enter a letter on the keypad. During troubleshooting with tandem technical support, the customer was able to successfully input the transmitter ID and start a new sensor session. Blood glucose level was 398 mg/dl.